Event description:
A surgeon reported that he noted that the haptic of an intraocular lens (iol) was squeezed between the body of the lens and the holder of the iol container during the packaging process. As a result, the haptic had a wave looking shape which made it shorter than a normal one. The tip of the haptic was torn by the surgeon who tried to straighten it. This was noted before implantation but during the surgical procedure. There was no pt harm. Additional information was received that the pt was left aphakic until the next day when the replacement lens was implanted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).